Event description:
It was reported that a cdh29 was used during a total cholectomy. It was reported by the affiliate that the trocar tip broke and could not be removed, so the tissue was excised and another anvil and trocar were used. The tissue was anastomosed with a new stapler.